Event description:
It was reported that the patient received inappropriate therapy. Externalized conductors were suspected. The patient was hospitalized. Lead was explanted and replaced with a competitor system. It was noted the patient continued to receive inappropriate therapy with the new competitor system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Fracture of the is-1 connector leg outer coil was noted, consistent with the field observation of inappropriate shock therapy. Visual examination of the lead did not confirm externalized conductors or insulation abrasion.